Event description:
Heal-laa study: it was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 24mm. There were no patient complications that were reported to have occurred. The patient was discharged on apixaban and aspirin. The patient came in for their one (1) year follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a laminar non-mobile thrombus on the atrial facing surface of the closure device. At the time of reporting, the patient was on aspirin. The physician restarted the patient on eliquis 5 mg twice a day for 90-days in response to this event.